Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the plate remains in the patient, no physical, chemical evaluation could be performed, and the exact cause of the reported issue could not be ascertained. A general review of the manufacturing and inspection records did not reveal any contributing information/trends. If further information becomes available manufacturer will file a follow-up report. Not returned.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that a plate fractured approximately 3 - 6 months post-op.